Manufacturer narrative:
Lot number not provided so DHR review not possible. Sample was not available for return so sample evaluation not possible. The IFU instructs on the proper application and adjustment of the neck strap. In addition, the IFU provides precautions about the risk of pressure injuries and to inspection the patient's skin at least every two hours. The root cause of the neck wound is not known. Only the di portion of the UDI information is known since the lot number was not provided.

Event description:
It was reported that a bariatric patient developed a neck wound under the neck strap of the hollister anchorfast oral endotracheal tube holder after it had been in place for 24 days. It was reported that when the staff went to change the anchorfast device, they noticed that their glove was soiled. They further reported that they then went to change pillowcase and saw that there was blood. In addition, it was reported that the nurse saw that the patient had large wound on back of their neck near the anchorfast neck strap. It was reported that it was a stage 3 wound and they applied plurogel topical medical dressing directly to the wound with a therabond antimicrobial wound dressing over it.